Manufacturer narrative:
This complaint investigation is ongoing and a supplemental report will be provided.

Event description:
It was reported that during the surgery, the surgeon opened and dropped the left standard femoral axle. The surgeon then opened the spares kit to use the axle, and the 'axle box' was observed to be missing. An axle was ultimately taken from another distal femur implant. Obtaining this axle from another implant, resulted in the surgery taking an additional 20 minutes. The procedure was completed successfully, with no adverse patient effects reported. This complaint relates to stanmore implant worldwide (B)(4).

Manufacturer narrative:
The exact cause of the malpositioning of the implant could not be determined with certainty because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Smiles small (total knee replacement) corrected to custom sp total knee replacement bmi (B)(6) corrected to pin (B)(6). Operator of device - physician corrected to patient. 510k removed. Manufacture date corrected from 12/05/2012 to 12/05/2013.

Event description:
It was reported that the patient's tibial component is mal-rotated. This is a supplemental report to 3004105610-2015-00097 ((B)(4)).